Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had been getting alarms in unknown cycles of the treatment. The pdrn stated the alarm had to do with a leak but was unable to provide further information. The pdrn was also advised of a sensor alarm but did not have further information. The pdrn was requesting a replacement cycler and advised the patient saw a fluid leak in the pump module area of the cassette door. The pdrn was advised to have the patient call back when they were with the cycler to collect treatment details and alarm history. The pdrn was advised for the patient to allow the cycler to fully dry before using the cycler again. There was patient involvement but no patient injury noted at intake. Additional information was requested but was not received to date. Pt did see a fluid leak in the pump area of the cassette door.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had been getting alarms in unknown cycles of the treatment. The pdrn stated the alarm had to do with a leak but was unable to provide further information. The pdrn was also advised of a sensor alarm but did not have further information. The pdrn was requesting a replacement cycler and advised the patient saw a fluid leak in the pump module area of the cassette door. The pdrn was advised to have the patient call back when they were with the cycler to collect treatment details and alarm history. The pdrn was advised for the patient to allow the cycler to fully dry before using the cycler again. There was patient involvement but no patient injury noted at intake. Additional information was requested but was not received to date. Pt did see a fluid leak in the pump area of the cassette door.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.